Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staple line did not form properly. The staples did not form proper b formation as expected. A new another device was used to complete the procedure with no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 5/1/2009. Info anticipated, but unavailable at this time.